Manufacturer narrative:
The explanted device was returned for evaluation. The reported patient¿s hemorrhagic stroke and a correlation to the device could not be determined through the evaluation. The lvad pump was returned assembled with the driveline returned intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (outflow graft, outflow elbow, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Examination of the pump upon disassembly revealed depositions of loose, tissue-like clotted blood and loosely clotted blood within the sealed inflow conduit, the sealed outflow conduit and along the body of the rotor. Their lack of lamination and denaturation suggests that these depositions developed acutely likely due to poor surface washing associated with a low flow event. Examination of the rotor inlet upon disassembly of the device revealed a thrombus formation surrounding the rotor bearing ball. This deposition exhibited signs of layering indicating the deposition was likely present while the pump was in operation supporting the patient. Examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the bearing ball as well as depositions of loosely clotted blood. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. A root cause for the formation of the observed depositions could not be determined through the evaluation. A time frame for which these depositions were present was unable to be determined. A correlation between the reported event and these depositions could not be determined; however, if these depositions were present while the pump was supporting the patient, it could have contributed to the reported power elevations. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 7 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2015 the patient underwent a mediastinal exploration for tamponade. On (B)(6) 2015, elevated pump power and high estimated flow readings were noted. A system controller exchange was performed with no change in pump parameters. On (B)(6) 2015, the patient had an altered mental status and was taken for a CT scan which revealed a sub-acute left occipital infarct and a hemorrhagic stroke. The patient's platelet count was 90 x 10^9/l and partial thromboplastin time was 40 seconds. Unspecified changes were made to the patient's medication. On (B)(6) 2015 it was reported that care was withdrawn and the patient expired due to multi-system organ failure.